Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 40 mg/dl. For treatment, the patient was given insulin by the paramedics that arrived. The pod was worn between 4 and 24 hours on the arm. The paramedics left after 1.5 hours.